Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an internal issue. During physical inspection, it was found that the downstream occlusion seal peeled. There was no patient involvement, no patient injury was reported.